Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of device migration, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side cyst and silicone axillary lymphadenopathy. The device remains implanted.

Event description:
The device has been explanted.